Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2016-2139 / 02142 and 04718 / 04720).

Event description:
It was reported that during a right hip procedure, the acetabular cup was removed upon implantation, as adequate fixation could not be achieved. A legacy zimmer cup was used to complete the procedure.